Event description:
It was reported the pt is no longer receiving adequate coverage. It was also reported the pt has experienced rib stimulation. Reprogramming provided the pt with leg coverage, but also chest stimulation. X-rays were taken and revealed lead migration. The pt does not plan on undergoing surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.